Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not sensing and exhibited loss of capture at max outputs and high out of range pace impedance measurements. X-ray found the lead to be fractured. A revision procedure took place, and it was found through fluoroscopy that this right atrial (ra) lead was also fractured. The rv lead was capped and abandoned and the ra lead was explanted. New leads were successfully implanted. No additional adverse patient effects were reported.